Manufacturer narrative:
Device passed displacement, and self tests. No pump errors 53, 4, or 63 was noted during testing; however, pump error 53 is found in the device history file due to a software error, and pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer was performed self-test and test did not passed and received software error detected alarm. The device will be returned for analysis.